Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy procedure performed two days prior. According to the complaint, during the procedure, the resolution clip device, clip, was in the process of being opened, became detached, and fell off while inside the patient. The site reported that the clip was not retrieved. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.